Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the device's cuff did not deflate properly. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample endotracheal tube with stylet was received for evaluation, the stylet was received as well, a visual inspection was performed and it was observed all the components are assembled, an inflation/deflation test was performed, the syringe was connected to the valve and it was observed the cuff could be inflated and deflated and no restriction was observed, the sample was left inflated for two hours and after this time no deflation was observed, no failure mode was observed in the received sample, the analysis was completed. The product is used in treatment. The reported condition was not confirmed. Product meets specification. The investigation found the device to function normally. The reported failure was not related to a reported complaint event. Information has been added to the database and trends will continue to be monitored. Additional information: (MFR name). If information is provided in the future, a supplemental report will be issued.